Event description:
It was reported that a patient had an open abdominal sacrocolpopexy and hysterectomy in (B)(6) 1997 and suture was used. (B)(6) 2011 she presented with discomfort in the vagina. It was found that the suture was eroding through the anterior vaginal wall. The suture removed under general anaesthesia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.